Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure c-34 error occurred on the integrated electrosurgical unit (iesu) or erbe. The procedure was completed with no patient injury and with a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the surgery was completed robotically but with a backup electrosurgical unit.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the integrated electrosurgical unit (iesu) or erbe involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue.